Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 36mg/dl, with difficulty speaking, confusion, and cognitive impairment, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, and was treated by a non-healthcare provider with glucose tablets/glucose gel. During troubleshooting with customer technical support, it was revealed loss of prime alarms occurred two or more times with at least three separate cartridges from two separate boxes. The patient subsequently primed while attached a total of 6.2 units over the course of the day. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: a review of the black box showed the data from the date of the complaint was unavailable. The available black box showed loss of prime warnings associated with a low non-zero force with deliveries resumed. The last bolus delivery was a 1.2 unit normal bolus. The rewind, load, and prime steps and 24 hour testing were performed successfully. No loss of prime warnings were duplicated. The force sensor measured within specifications. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no force sensor defects. The force sensor calibration was within specifications. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover.